Event description:
It was reported that an anchor was found to be broken inside the patient's body upon a surgical revision. An hcp assessment regarding the cause of the reported event was not available. The damaged anchor was removed and replaced. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant non-conformities were found. The device was returned and the device evaluation is in progress. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Manufacturer narrative:
Updated sections: h2, h3, h6 codes for type of investigation, investigation findings and investigation conclusion, the other codes in h6 remain unchanged from the previous submitted form. The returned anchor was visually inspected, and physical damage to the silicone casing was found. The silicone casing was torn into two pieces around the midpoint of the anchor. This type of failure is indicative of excessive, external force being applied to the nozzle end causing them to stretch and tear over time. Additionally, the arbor press was returned in working condition and did not have any damage or defects. This analysis further indicates that some sort of external force likely pulled the anchor apart enough to break the silicone casing completely while the arbor press was able to remain in place along the lead body. There were no observable defects in the silicone casing that would definitively determine the root cause of the damage. Thus, the exact root cause of this damage for the broken anchor could not be determined. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.